Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Deliver accuracy testing was performed. Customer's complaint was not verified. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed accuracy +6.5%. No reported adverse effects.